Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling full, stomach pain, and difficulty breathing during dwell 3 of 4. The patient was connected to the homechoice device at the time of the events. The caregiver reported to renal therapy services (rts) that a manual drain (md) was performed prior to the call with a uf of -50 ml before md and 589 ml after md was completed. The fill volume (fv) of 2500 ml, last fv of 0 ml. Rts had the caregiver perform a md and the patient drained around 32 ml. Rts reviewed therapy log; cycle 1 with uf of -238 ml, cycle 2 with uf of -827 ml and initial drain volume of 25 ml. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.